Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report what he believes to be a broken sensor. Patient is unable to locate the sensor and reports a small red mark on his skin. Dexcom has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.